Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range impedance measurements. This device was reprogramed and the patient is being follow up. No adverse patient effects were reported. Dm.